Event description:
No additional info.

Manufacturer narrative:
The customer reported that there was back flow. One sample model 11171447 lot 23075236 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and the secondary set was primed with blue dye water. The sets were allowed to free flow. Back flow was observed. The customer complaint was able to be verified and a quality notification was sent to the supplier. From the supplier investigation, the check valve was inspected on offline testers and backflow failure was observed. The check valve was disassembled, and particulate was observed on the silicone disc. The particulate was sent to their internal lab for ftir analysis. The particulate observed between the disc and the sealing surface created a leak path that led to the backflow. Ftir analysis results indicated particulates identified as polyvinyl chloride (drip chamber). A quality notification was sent to the drip chamber supplier. From the drip chamber supplier, while the root cause is unknown a blow system was implemented in all their assemblies to aspirate the chamber or any particulates. A device history record review for model 11171447 lot number 23075236 was performed. The search showed that a total of (B)(4) 1 lot number was built on 17jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Practice consultant findings for the reported complaints: bd representatives went onsite for clinical observations and were not able to observe the reported disposables issues of secondary medication flowing up into primary tubing or primary fluid/flush not flowing following investigation medication delivery from a secondary IV set (not programmed as secondary infusion). Potential contributing factors for the reported failure includes incorrect setups for secondary infusion delivery including alaris devices not positioned at or near patient heart level, IV containers positioned well below the recommended 20¿ above the alaris pump modules, double hangers used to lower primary IV bags or when not meeting the 500/500 rule criteria and improper IV set loading. Bd representatives provided onsite training for proper device and IV container (both primary and secondary) positioning, proper use of primary hanger, when to use two hangers and proper set loading.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the verbatim: the bd alaris secondary tubing was infusing into the primary, despite the back check valve, and the antibiotic was dripping before even starting the pump.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.